Event description:
User alleged one of our lubricants caused them to catch on fire. From the user: "your product is flammable!!! I'm sure you were aware of this, but elected not to disclose it, nor place warning labels on the unit packaging or the bottle. This willful neglect on your part has caused me physical harm, injury and perhaps permanent scarring. I have also suffered emotional distress, embarrassment and the loss of consortium with my partner."